Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Healthcare provider reported that patient had scs removed at recent surgery on (B)(6) 2024.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt had two operations to insert the ins. The first one was last (B)(6) 2023 and the physician did not put lead down on the left side so the pt had pain in the left leg in their sciatica which was painful. So a few weeks ago the pt had another surgery and the lead, battery and paddle was replaced and they were able to go down the left side on the spine. The pt got hope to get relief from the sciatica pain. Since then pt was on group a for 3 or 4 weeks and they went to c. Since they put in c it was increasing pain in the sciatica and lower back and lumbar where original pain was from. Pt wanted to know if there was a protocol in system for sciatica pain or lower lumbar pain and wanted to know how the different programs worked; pt had abc programmed. Pt redirected pt to their hcp. Pt said their pain doctor who managed the ins  had not been involved on how the stimulator worked. Pt had a consult who goes through and tells them how much to increased and use. Pt was in pain because ever since they did the surgery 10 weeks ago it increased sciatica pain which lead to pain in lower lumber. Pt had scoliosis and the new surgery was to bring hope and it had not work and the pain was worse.  When asked for medtronic notify date pt said rep was the one who suggested a different surgeon who could go down the left side for scoliosis who then installed a whole new lead, paddle and ins on (B)(6) 2023. They tried group a and it did not work, now on group c and was not working. Pt was really frustrated and all they do is lay down since in so much pain. Pt talked to the physician all the time about this and then talk to their rep who had them try c when that worked in the trial last may. Frustrated since seem like shooting in dark and did not have a plan. More they increase it the more pain they might have. Agent asked for info about the ins since they said it was replaced but pt did not know and said it was (B)(6). The patient was redirected to their healthcare provider to further address the issue. Agent provided (B)(4) phone number.

Manufacturer narrative:
Product ID 977c165, serial#(B)(6), implanted: (B)(6) 2023, explanted: (b)(6, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider. It was reported that the stimulator appears to be original to be position on the right side of spinal canal, which would explain why he is not achieving any relief on his left sided symptoms. The actions/interventions done to resolve the issue is they had lumbar fusion and laminectomies done (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider. Provider was asked to clarified whether the removal of implant was an elective replacement or if there was a device issue. Provider stated the implant was removed due to patient stating there was no difference with his pain with the device.